Event description:
It was reported that the device was used during a robotic gastric bypass. It was the 3rd firing and during creating of the pouch on the stomach they fired two of the three cycles. The device would not fire, attempted to return knife with the reverse button but it would not return and the device could not be opened. This action was attempted several times but would not open the device. The device was removed by cutting it off of the stomach with a harmonic device. The opening was sutured closed. On what tissue type was the device used? Stomach. At what location on the tissue? Creation of the pouch. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Third. During which stroke did the event occur? Second. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? Asku. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Device was cut off stomach tissue with harmonic device. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? If so, what? Asku.

Event description:
Additional information: surgeon informed us that he decided to place a gastrotomy tube in the remnant stomach as a precaution because he had to cut the device out and oversew.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Missing return-gear pin. The analysis results of the device found that it was received with the closing trigger and anvil in the closed position. Due to the knife was not in the home position the device would not open. Furthermore, the red reverse switch was found to be free floating. The red switch was completely forced down and felt a click. The firing trigger was pulled back and felt a click/engagement after 50% of the stroke. The trigger was fully fired to the closing trigger; however, the knife blade did not move back. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was found that the closure-firing trigger pin intended to be assembled through the return gear was missing. The return gear was also found to have interfered with the frame. Based on these findings, the return gear was driven into interference with the frame when the knife return system was subjected to higher knife return loads. This interference occurred since the axle was not present to keep the return gear in its intended position as the load was being applied. The batch record was reviewed and no anomalies were noted during the manufacturing process.